Manufacturer narrative:
Evaluation summary: the protégé gps was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The protégé gps stent delivery system was received with the outer sheath pulled back past the stent retainer on the inner distal assembly. The gps stent was not returned with the device. The inner distal assembly was examined, and no defect was noted. The distal end of the outer sheath was examined, and no defect of the outer sheath skirt was noted. Sanguine residue was able to be flushed from the annual spaces of the stent delivery system indicating that the stent delivery system was in contact with the sanguine environment. A 0.035¿ guidewire was loaded with ease through the distal tip of the stent delivery system and out the proximal hub luer lock. The stent delivery system did not exhibit any evidence of either being unable to deploy the stent or premature deployment of the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé gps for treatment of a stenotic lesion in the common iliac artery. It is reported that deployment difficulties were experienced and that the stent jumped into a non-target area. A new device (of same size) was opened to complete the procedure without further issue. No patient injury reported.